Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage is observed on the sensor patch. Data was extracted using approved software and the sensor was in senor state 5 (indicating normal termination). Visual inspection was performed on the returned sensor plug and no failure modes were observed. Watermark was observed at the sensor base indicating the sensor tail was properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "check if sensor is correctly inserted" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring the administration of oral glucose by a third-party. There was no report of death or permanent impairment associated with this event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer received a "check if sensor is correctly inserted" message and was unable to obtain readings. As a result, customer experienced hypoglycemia and was unable to self-treat, requiring the administration of oral glucose by a third-party. There was no report of death or permanent impairment associated with this event. There was no report of death or permanent impairment associated with this event.